Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) (added, due to character limitation in respective field).

Event description:
It was reported, the sheath's ceramic tip was loose. The issue occurred, during preparation for use of a diagnostic cystoscopy procedure. There were no reports of patient harm, no delay. And the patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information (b5, d8, d9) and the legal manufacturer's final investigation results. The device was returned for inspection, and the reportable malfunction was confirmed and it was found that the ceramic tip was detached. Based on the results of the investigation, the damage to the ceramic beak of the sheath was likely caused by thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported, the sheath's ceramic tip was loose. The issue occurred during reprocessing of a diagnostic cystoscopy procedure. There were no reports of patient harm, no delay, and the patient was not under anesthesia.